Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 14-dec-2017 a field service engineer (fse) replaced a defective slv-board on the aia-2000 instrument. The fse reloaded the software, checked all alignments, and ran sample rack rotation macro without any further errors. The fse ran daily check and quality controls to check proper instrument operation. No further action was required. The aia-2000 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 13-nov-2016 through 13-dec-2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following in regards to the reported error messages: no tip acquired by sorter. Cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Sample loader x3-axis home overrun. Cause: the home sensor activated improperly after movement of the sample loader x3-axis. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most likely cause of the reported event was due to a defective slv-board.

Event description:
On (B)(6) 2017 a customer reported getting "2207 no tip acquired by sorter" and "4313 sample loader x3-axis home overrun" error messages while running patient samples on the aia-2000 instrument. The customer is unable to run patient samples, which resulted in delay in reporting of patient results for alpha-fetoprotein (afp). A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.